Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
After a blood draw, the phlebotomist attempted to engage the safety shield. The safety shield failed to cover the needle. The phlebotomist then discarded the exposed needle into a plastic vacutainer. The needle pierced through the vacutainer resulting in a contaminated needle stick.

Manufacturer narrative:
Additional information - the phlebotomist punctured his/her finger. Brand name: 23 g x 0.75 in needle x 12 in tubing bd safety-lok¿ blood collection and infusion set without luer adapter. (B)(4).

Event description:
Additional information: the phlebotomist punctured his/her finger.

Manufacturer narrative:
Device evaluation: the 2 pictures provided by the customer were checked. It seemed that the winged needle was placed in the safety shield. However, the needle tube protruded from the side of safety shield and the needle tip penetrated the holder. Fifty sets of retained samples of the reported lot were checked visually and no abnormality such as damage or molding defect were noted on the safety shields, which could be related to the reported event, was found. Of each actuation of the safety shield of the lot concerned, 13 sets were checked and no problem was found on the breakaway force, sustaining force or security force. The manufacturing and inspection records of the lot concerned were reviewed and no abnormality which could be related to the reported event was found. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6c2781. Conclusion: since no defect was found under the above investigations and the safety shield does not have any place to be caught structurally, the manufacturing site was unable to determine the root cause. However, it was conceivable that a sideways load was applied when the safety shield was actuated from the fact that the needle protruded from the side of safety shield. Under the manufacturing process, incoming inspection is conducted for molded parts and only the lots that passed the inspection are used for assembly. Therefore, the possibility that a defective part is assembled to the product is very low. Also, the product is assembled by automatic assembly machines and routine maintenance checks are conducted on the machines. Therefore, the possibility that the defect is caused by the machines is very low. In addition, products are sampled every 2 hours and the appearance, dimension and function are checked under process inspection and the same check is performed under release inspection. Therefore, the defect could be detected if by any chance the defect is caused by the machines continuously due to a machine trouble.